Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vicmo12.6 implantable collamer lens of -15.0 diopter was implanted into the patient's right eye (od) on (B)(6) 2022. In a subsequent surgery later that day, the lens was removed due to excessive vault and elevated iop.

Manufacturer narrative:
Work order search found no similar complaints. Claim#: (B)(4).